Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B)(6) 2010 alleging an error 5 message on her one touch ultra meter when using the control solution and a blood test. A medical surveillance specialist (mss) sent f/u questions and obtained the following info: the pt mentioned that the alleged issue began on (B)(6) 2010. The pt only tests 3 days a week. Due to the alleged issue, the pt continued to take her oral medication (glucophage 1000 mg). The pt is not sure when she exhibited symptoms; however, claims that she exhibited a headache and "hyperglycemia". At the time of exhibiting symptoms, she tested her blood glucose and obtained a result of 280 mg/dl on her lfs meter. The pt did not seek any medical attention or contact her physician for assistance. Issue was not resolved. The complaint is being reported since the pt alleged that due to the error 5 message at an unspecified time later, she developed hyperglycemia.